Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your complaint related to pail potato dextrose agar 2kg, catalog number 213200, batch unknown, complaint #(B)(4) for unsatisfactory product labeling. The complaint investigation was unable to perform a review of the batch history record (bhr) for pail potato dextrose agar 2kg, as the batch is unknown. Complaint trends were reviewed for a period covering 12 months. During that time, there have been no other complaints received on this product for any defects. Three photos were received for investigation. The first photo shows a bucket of material with a partially torn label. The second photo is a closer image of the product depicting a torn label. The third photo is another side of the bucket showing a torn label with the top of the product label missing including part of the product name, bd branding and part number and lot information. The customer stated that the material 213200, label peeled off. Labeling is checked prior to shipment of product as part of the quality control process. Any torn or peeling labels would not pass inspection. It is not known how this label became damaged. This complaint is confirmed. Bd will continue to trend on labeling complaints and assess product intended uses against regulatory requirements.

Event description:
It was reported that the bd difco¿ potato dextrose agar product label was peeled off. Due to this, the lot information was missing. There was no health impact or consequence reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd difco¿ potato dextrose agar product label was peeled off. Due to this, the lot information was missing. There was no health impact or consequence reported.